Event description:
It was reported by senior cra, clinical affairs, that the patient had an ae of shortness of breath on (B)(6) 2008. Outcome: resolve. Relationship to device was not assessable. The patient was implanted with a 3000tfx, 21mm valve in (B)(6) 2008.

Manufacturer narrative:
(B)(4) shortness of breath. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through senior cra, clinical affairs. A device history record review is not currently possible due to no lot/ serial number was provided.